Event description:
Drive devilbiss healthcare was notified of an incident involving a raised toilet seat by an end users' wife, who reported that the locking mechanism on the front of the seat has cut her husband's leg on several occasions. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.